Manufacturer narrative:
Evaluation summary: a review of the logfiles showed that all treatments were completed to 100 % and all laser system functions were within specifications on the date of treatment. A review of the technical service onsite showed no abnormalities that could have contributed to this event. The system history showed that the laser was successfully verified prior to, and after the date of treatment. No technical root cause was identified as the system was operating within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported that four days following bilateral photo refractive keratectomy (prk) the patient presented with corneal inflammation, and ring infiltrates in both eyes. The bandage contact lenses were removed and a topical medication was prescribed. The patient reported blurred vision and foreign body sensation. In a follow up, the optometrist reported that at five days postop, the patient's inflammation and visual acuity had improved. The patient was referred to the corneal specialist for further evaluation. There are two medical device reports associated with this event. This report is for the left eye.